Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor was confirmed during the sample evaluation, and the root cause was determined to be a supplier manufacturing issue. During evaluation the engineer found that there was a gap between patient adaptor and titanium adaptor during visual inspection. Engineer measured the dimension of the returned product and found that the actual dimension was out of spec. Engineer performed leak test, but no problem was found.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The titanium adaptor was not connected to the patient adaptor well, when the customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.